Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clip was placed on cystic artery and caused the vessel to bleed. The surgeon placed another clip to stop the bleeding. No pt injury was reported.